Event description:
It was reported that the patient underwent a replacement surgery involving their inflatable penile prosthesis (ipp) due to fluid loss. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a replacement surgery involving their inflatable penile prosthesis (ipp) due to fluid loss. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the fluid loss was attributed to broken tubing. The patient was reported to be doing well after the procedure.